Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a blank display. The customer's blood glucose level was 13 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return their device back for analysis. The customer's call was disconnected and nothing was replaced or returned.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump was unable to perform any test due to blank display. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window noted.